Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing manager reported that, during intraocular lens (iol) implant procedure, it was noted that, the lens had a scratch on it. There was patient contact. Surgery was completed the same day. Additional information was requested.